Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began two weeks prior to contacting lfs. According to the csr¿s documentation, the patient manages her diabetes with insulin (self-adjuster); it is not clear what action the patient took in regards to her diabetes management after the alleged power issue occurred and the csr noted the patient does not have a back-up meter. On (B)(6) 2014 (at 6am), the patient reportedly was feeling lightheaded, gurgling and drooling. The emergency medical services (ems) was immediately contacted; at approximately 6:15am, the patient reportedly obtained a reading of ¿27mg/dl¿ with the ems¿s meter; she was administered food/drink and glucose tablet/gel as treatment; and was soon after transported to the emergency room. At the time of troubleshooting, the csr verified the subject meter¿s battery did not need to be replaced (per owner¿s booklet recommendation), the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the patient was using the correct test strips at the time the alleged power issue occurred. However, the csr noted the alleged power issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.